Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. It is notice, customer verified that the comparison capillary test was performed within 10 minutes of the blood venous drawn. It is not recommended this technique for track system. Most likely underlying root cause of malfunction: user error and poor technique.

Event description:
Office personnel called stating that their truetrack device is defective. Customer explained that this is a multi-patient test device for the facility use. Customer detailed that on (B)(6) 2015 a glucose blood test was performed for one of their patient as a wellness visit which was performed at the urgent care center which resulted at 190mg/dl; a venous sample was drawn and sent to the laboratory as well. The laboratory results came back and the glucose level was 93mg/dl for the same patient. Customer verified that the comparison capillary test was performed within 10 minutes of the blood venous drawn. Verified the strips expired 1/31/2018. Customer could not provide an expected range for the patient stating that this was more of a wellness visit; blood glucose testing had not been establish but base on the laboratory result 93mg/dl would be the range. Customer could not verify the open date or give an approximation of the strips usage.